Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
Customer reported via phone call, the insulin pump had alarmed motor error. The customer's blood glucose was 13.0 mmol/l, customer's son treated the customer manually as the device malfunctioned. The device had alarmed motor position encoder error alar and motion sensor test failure. The device wasn't exposed to a high magnetic field. Customer was advised the device need to be replaced and customer agreed to return the device for analysis.

Manufacturer narrative:
The pump passed the displacement, rewind, and basic occlusion tests. The pump was received stuck in a motor error alarm loop during the bolus delivery. Another alarm was confirmed in the alarm history screen. The motor was tested outside of the device and it passed. The motor may have had an intermittent failure not detected during our testing. No other alarms noted. The pump was received with minor scratches on the lcd window, a cracked reservoir tube lip, a cracked belt clip slot, and cracked battery tube threads.